Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor wire appeared to be "missing" with multiple sensors when the sensor was removed. Reportedly, the customer alleged the sensor wire remained in the applicator during deployment. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.